Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the device would not hold anything. The repair technician reported the device was part of recall #259. ¿total rebuild needed¿ is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item was forwarded to the synthes complaint handling unit on (B)(4) 2015 for additional investigation. The service and repair evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service history record review was attempted for the subject device; however the device is a lot-controlled item therefore, the review could not be completed. The manufacture date of this item is 22-sep-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the application instrument for sternal zipfix would not hold. The reported issue was discovered during service/testing and was not associated with a surgical procedure or patient. This report is 1 of 1 for (B)(4).